Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the screen. The customer's blood glucose level was affected, displaying a high value, but the specific value remained unknown. To address the high blood glucose, the customer administered a correction injection via multiple daily injections. Attempts to reconnect with the customer for further assistance were unsuccessful, and a follow-up was planned.